Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their communicator would not take a charge. The patient stated they plugged it in last night to charge and the orange battery indicator light was on. This morning the orange battery indicator light was still on and when they tried to bolus the handset was saying the communicator battery was too low and to charge the communicator. The ac power cord they had charged the handset just fine. A replacement communicator was requested from the repair department. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot/serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 corrected information: the initial report should have included the analysis results which are [ analysis found ¿broken usb micro port¿ and ¿defective recharging circuitry tm90 recharging circuitry is damaged (micro usb hub bracket screws broken and burnt diode l3 on charge board)¿.] Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.